Manufacturer narrative:
Please note that the event date should be (B)(6) 2013. Additional information is not available. This is one of two devices associated with the reported events that were submitted under manufacturing report numbers 1016427-2013-00053 and 9616099-2013-00350.

Event description:
As reported by the (B)(4) registry the site indicated that there was difficulty retrieving the angioguard filter. There was also a failure with the precise stent and grade d dissection after pre-dilation. The baseline nih stroke scale score was 5. The patient was symptomatic at the time of intervention. A pta was performed on a 98% occluded lesion 8 mm in length located in the right internal carotid artery. The arch ii lesion was eccentric with mild calcification, moderately tortuous and ulcerated. A 5mm medium support angioguard device was deployed and a 9 x 40 mm precise pro rx stent was deployed at the target lesion. The site indicated that there was a grade d dissection after pre-dilation and the patient was resistant to the pta procedure. The angioguard guidewire was not successfully retrieved. A second angioguard of the same size was also deployed; however, it was removed successfully and no debris was found in the basket. There was no document presence of air bubbles during the procedure.

Manufacturer narrative:
As reported by the (B)(6) registry the site indicated that the patient experienced an arterial spasm during deployment of an angioguard and that there was difficulty retrieving the angioguard filter into the capture sheath. The physician also encountered resistance/friction and failure to cross with the precise stent and grade d dissection after pre-dilation with a non-cordis balloon. The patient was symptomatic at the time of intervention with a baseline nih stroke scale score of 5. Pta was performed on a 99% occluded lesion 8 mm in length located in the right internal carotid artery. The arch ii lesion was eccentric with mild calcification, moderately tortuous and ulcerated. Pre-dilation was performed with an unknown balloon. The site indicated and the patient was resistant to the pta procedure and that there was a grade d dissection after pre-dilation which was treated by the precise stent, no additional stent was placed to separately treat the dissection. A 5mm medium support angioguard device was deployed at which time the patient had an event of arterial spasm with no reported sequelae. A 9 x 40 mm precise pro rx stent was deployed at the target lesion. The angioguard guidewire was retrieved with difficulty. A second angioguard of the same size was also deployed; however, it was removed successfully and no debris was found in the basket. There was no documented presence of air bubbles during the procedure. There was no reported patient injury. The patients history includes hyperlipidemia,cardiac arrhythmia,diabetes mellitus,coronary artery disease and hypertension. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. The reported capture difficulty may have been caused by interaction with the vessel, the deployed stent or procedural factors, however, without films of the event or product return no conclusion can be drawn. With the limited amount of information available and without return of the product for analysis or films of the noted events it is not possible to draw a clinical conclusion between the devices and the reported events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.